Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) installed the central control monitor (ccm) hard drive into a lab use only (luo) ccm. It was powered on and did not boot to the splash screen. The pst installed a luo ccm hard drive and it powered on to the splash screen. It was determined that the ccm hard drive was defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the ccm blank screen. The fsr replaced the ccm hard drive. Preventative maintenance (pm) inspection and testing was performed. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that the display of the central control monitor (ccm) went blank. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.